Event description:
On 01/23/2024, it was reported by a sales representative via (B)(4) that an ar-1747-b trimano knee holder would not click in and would get stuck. This occurred during use in a case with no patient effect. 10 minute delay in case. Case completed with no harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The cause of the reported failure is supplier manufacturing process issue. Addressed on ncr-25134 and CAPA-00506. The complaint is confirmed based on the customer's attached pictures, which display the device batch identifier in the non-conformance results investigations.